Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: "pacing parameters and success rates of permanent his-bundle pacing in patients with narrow qrs: a single-centre experience." Europace. 2019. 21, 763¿770. Doi:10.1093/europace/euy281. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding permanent his-bundle pacing. The article reports one patient that experienced a lead related infection. The status/ disposition of the lead is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.